Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a piece of the device that broke off and remains inside the patient's brain. An avx® thrombectomy set was selected for a procedure in the left side of the brain,. The tip broke off and remains in the patient. There were no further reported complications and the patients status was fine so far post procedure.